Event description:
Patient received the first orthovisc injection and went back to receive the second injection 1 week later, but the patient's knee was swollen. Patient did not receive the second orthovisc injection. Patient was aspirated that day and sent to the lab for tests and was given a steroid injection. Updated (B)(6) 2012: patient suffered pain in her lower thigh. The physician ruled out that it was related to orthovisc.

Manufacturer narrative:
The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.